Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the fenestrated bipolar forceps instrument broke with exposed wiring. The instrument arm broke. At the instrument arm wrist, there was exposed wiring and the arm was nonfunctional. Procedure outcome is unknown at the time of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.